Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, noise was observed on the ra lead. The patient implanted with this device system was reported to have complete heart block, however, no adverse effects were observed as a result. A revision procedure was performed and the ra lead was surgically abandoned and replaced. The device remains actively implanted.